Event description:
Customer reported the monitors are white. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded the configuration files. System operates as intended.